Manufacturer narrative:
Calibration data provided seems acceptable. The event occurred at the end of (B)(6) 2017. Typically, high discrepancies in patient results and qc results are caused by frozen reagent cassettes due to incorrect shipment or storage. The customer indicated that qc is run every 150 patient samples and qc results were always within range. It is likely that multiple reagent cassettes were in use during the time of the erroneous results. Additional qc trace data was requested for investigation but has not been provided. A potential cause for this issue may be that one reagent cassette that was not tested with qc due to high workload was affected by the issue of freezing; however, this cannot be verified due to how much time has passed. An additional root cause could be that the issue was caused by a sample probe issue that was solved when the fse replaced it. The customer is not aware of any additional issues since the service visit.

Manufacturer narrative:
Upon follow up, the customer stated that qc is performed on each cassette. The customer is aware of the frozen cassette issue, but thinks it is an unlikely root cause for this event. The customer thinks the root cause of the issue was the sample probe that was replaced by the fse since the problem was solved after replacing it.

Manufacturer narrative:
(B)(4)

Event description:
The customer initially stated results for approximately 200 patient samples tested for a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (a1cx-2) had to be corrected when tested on a cobas integra (800) hba1c dedicated analyzer. The customer could not initially provide any results. The customer provided the data for 80 patient samples on (B)(6) 2017. Based on the data provided, the results for 60 patient samples were erroneous. The initial results from the integra 800 with serial number (B)(4) were reported outside of the laboratory. The patient samples were repeated on a second integra 800 analyzer. The repeat results were believed to be correct. No adverse event occurred. The a1cx-2 reagent lot number was 14350601 with an expiration date of 10/31/2017. The field service engineer (fse) had recently visited the customer site on due to quality control issues. The fse checked the analyzer photometry, pipetting, fluid and temperature units. All were operating within specification. The fse changed sample probes and checked reagent probes and tubing. Multiple parts were checked and diagnostic testing was performed. The instrument was operating within specification. Due to the issue with a1cx-2 patient results, the fse returned to the customer site where flow rate and precision testing was performed. The analyzer was operating within specification.